Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported activation failure was unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy prevented the shaft lumens from moving freely resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 embolic protection system (eps) was deployed. The xact self expanding stent system (sess) released the stent by 1/3 but the remaining portion could not be released. The 8fr guiding catheter that was already inside the anatomy was used to retract the stent and the emboshield nav6 eps filter was removed when the stent was removed. Another same size device was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.